Event description:
It has been reported by a kimberly-clark sales rep that during a mastectomy procedure, there was a alleged strikethrough on the scrub tech's arm. There was no reports of any communicable diseases or injuries related to the reported strikethrough. Kimberly-clark has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database.

Manufacturer narrative:
The incident device has not been returned for eval. To date, a root cause has not been identified. Investigation process is on-going. A f/u report will be provided if additional info becomes available. Info from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend info is used to identify the need for additional investigations.